Manufacturer narrative:
Pt dose administered was recorded by the unit as (B)(4), which is considered twice the normal amount for this type of procedure. The system log files were analyzed with regards to potential high dose problems. This was confirmed through the log files for the day that the event occurred. No technical problems were indicated resulting or potentially resulting in dose problems. There were no failures or malfunctions reported in the log files that would result in a high dose application. No causal relationship between the event and the device could be identified.

Event description:
It was reported by the customer that the x-ray tube was overheated at the site (alarm going off). Siemens customer service engineer stated that during the case, exam sets were set to protocols that were not recommended for the procedure type. The customer stated that they only had dsa (digital subtraction angiography) and single cine protocols available. The next day, a different technologist verified that all necessary protocols were available.